Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5036524) on 24-sep-2014. The most recent information was received on 13-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('I got blood clots the size of golf balls') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion disability) with blood iron decreased and asthenia, menstrual disorder ("my periods have gotten worse by the minute"), nausea ("nausea"), abdominal pain lower ("cramping bad"), dizziness ("dizziness"), polymenorrhoea ("having periods twice a month"), menorrhagia ("bleed so much during periods (had blood clots while on her period)"), migraine ("horrible migraine") and diarrhoea ("diarrhea"). At the time of the report, the genital haemorrhage, menstrual disorder, nausea, abdominal pain lower, dizziness, polymenorrhoea, menorrhagia and diarrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dizziness, genital haemorrhage, menstrual disorder and nausea with essure. The reporter considered diarrhoea, menorrhagia, migraine and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5036524) on 24-sep-2014. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('I got blood clots the size of golf balls') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion disability) with blood iron decreased and asthenia, menstrual disorder ("my periods have gotten worse by the minute"), nausea ("nausea"), abdominal pain lower ("cramping bad"), dizziness ("dizziness"), polymenorrhoea ("having periods twice a month"), menorrhagia ("bleed so much during periods (had blood clots while on her period)"), migraine ("horrible migraine") and diarrhoea ("diarrhea"). At the time of the report, the genital haemorrhage, menstrual disorder, nausea, abdominal pain lower, dizziness, polymenorrhoea, menorrhagia and diarrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, dizziness, genital haemorrhage, menstrual disorder and nausea with essure. The reporter considered diarrhoea, menorrhagia, migraine and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality defect per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from plaintiff fact sheet received. Event diarrhea was added. Product , patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.